Manufacturer narrative:
As part of normal complaint follow-up, an evaluation of the event has been initiated by mako surgical. A supplemental report will be submitted when additional information becomes available.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that due to a voluntary recall the offset impactor was not available and surgeon used straight cup impactor which resulted in a larger incision and additional damage to the patient. The case was completed successfully per the mss.

Manufacturer narrative:
This complaint is related to a product recall and not to the specific failure of a device. As the issue is not a specific part failure, no product investigation is required. The patient harm was identified in technical assessment (B)(4). Additionally, the surgeon elected to complete the case after the offset impactor had been recalled. The patient harm was not a result of a part failure but due to the surgeon's technique with the instruments available. As the surgeon elected to begin the case without the offset impactor, there is no additional action required.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that due to a voluntary recall the offset impactor was not available and surgeon used straight cup impactor which resulted in a larger incision and additional damage to the patient. The case was completed successfully per the mss.

Event description:
A surgeon was performing a makoplasty total hip arthroplasty using the robotic arm interactive orthopedic system (rio). It was reported that due to a voluntary recall the offset impactor was not available and surgeon used straight cup impactor which resulted in a larger incision and additional damage to the patient. The case was completed successfully per the mss.